Event description:
Healthcare professional reported, a right side "leak". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-breast: observed, one opening assessed as unidentified (tear) opening(shell thickness within specification). No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/01/2024. Additional, corrected and/or changed data: d.6b.

Event description:
Healthcare professional reported a right side "leak." Device has been explanted.